Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead there was positioning difficulty and impedance was high. One day post implant, impedance had decreased but still remained high and thresholds had increased significantly. A micro lead dislodgement was also noted. The patient returned to the operating room for repositioning of the rv lead, however, repositioning was unsuccessful and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead there was positioning difficulty and impedance was high. One day post implant, impedance had decreased but still remained high and thresholds had increased significantly. A micro lead dislodgement was also noted. The patient returned to the operating room for repositioning of the rv lead, however, repositioning was unsuccessful and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was returned, analyzed, and no anomalies were found. However, blood was present on the lead.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).